Event description:
Upon performing mouth care on intubated pt, top front tooth noted to be loose. Pt intubated since (B)(6) 2016 after operating room. The tube holder in place is anchir fast guard 9800. This holder is new to the ICU.